Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service rep replaced the alarm pcb. Check operation and calibration. The unit is meeting all manufacturer specification. The carefusion failure analysis lab has received the alleged faulty alarm pcba and it is awaiting further evaluation.

Event description:
The customer reported there is a rattling noise coming from behind the driver. He said it sounds like where the gases plug into in the back of the driver. He said that the map is reading 41cm when he turns the unit even without a circuit on etc. Patient involvement is unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue is that the 3100a pcba pressure monitor was out of calibration. The unit was scrapped.